Manufacturer narrative:
Pt sample is not expected to be returned. Product support conducted testing of lot w49552 in a previous case and revealed no high bias or false positive results with any sample. Investigation from a previous case on lot w49552: no error codes or device issues were observed. All data points with calibrator z were below the manufacturing cutoff of 0.05ng/ml. All data points with the 2 normal whole blood donors were also below the manufacturing cut off. No false positive tni was observed. All data points with calibrator h were within the mfg 2sd range with 101% recovery (within the mfg final release specifications). No high bias was observed. All data points with whole blood samples spiked with tni (using calibrated a) to a target value of 0.40 ng/ml were observed at or above 0.25ng/ml. Pt sample 1 on triage was <0.05ng/ml and 0.00 ng/ml on access2. Pt sample 2 on triage was <0.05 ng/ml and 0.00 ng/,l on access2. No elevated tni observed. Product support was unable to verify the customer's results and could not rule out any sample specific or environmental factors that may have affected analyte recovery. This issue will be tracked and trended to detect any further occurrence. No corrective action required at this time as no product deficiency was established.

Event description:
Caller reported potential false positive troponin (tni) on two different triage cardiac profiler meters versus another device, the siemens vista. A (B)(6) female pt was admitted on chest pain. Final discharge diagnosis was not provided.